Manufacturer narrative:
The patient's dob, age at time of event, gender, or weight are unknown. This information was not available from the facility. During withdrawal, the proximal portion of the scoring element detached, but remained intact to the device. Recurrence of the malfunction could result in embolism or flow limiting dissection. Patient information regarding relevant tests/ laboratory data or medical history are unknown. This information was not available from the facility. Foreign- (B)(6). The angiosculpt device was returned for evaluation. Visual inspection found a distal bond peel with one leaflet lifted, but remained intact to the device. In addition, one scoring element strut was lifted at the distal bond and detached from the intermediate bond, causing free edges. Based on the complaint details, resistance was noted during withdrawal from the sheath. It is likely that some degree of force was applied by the user, resulting in the scoring element detachment. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
The angiosculpt device was used to treat the pulmonary artery and was inflated 3 times at less than 14 atm (rbp). During withdrawal through the sheath, resistance was met. Upon removal, the proximal portion of the scoring element was detached, but not totally separated. The procedure was completed with another angiosculpt device. No patient injury reported.